Event description:
It was reported that the ilet screen cracked after the user struck the device while it was in a pocket, rendering the screen unusable and preventing unlocking; the device was scheduled for return and a replacement was arranged, with instructions to shut down the device, sync data to the mobile app if possible, and continue cgm use via the dexcom app or receiver. Investigation included customer interview and logistics review for return and replacement. Further investigation of this case revealed physical damage to the display consistent with impact, with no associated alerts or alarms and a reported blood glucose of 200 mg/dl. No user clinical symptoms during the event, and no injury was reported. Outcomes included the user reverting to backup therapy and coordinating return shipment of the damaged device. It was concluded that the event resulted from external mechanical damage, not a device malfunction.